Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. No serial number has been made available; therefore, the device history record (DHR) review cannot be done at this time. This patient presented with chronic renal insufficiency, congestive heart failure and a prior medical history of CABG and stenosis. His aortic pericardial valve has been implanted for approximately eleven (11) years. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to treat a failing bioprosthetic valve over time is more likely due to stenosis. The most common causes for a stenotic aortic pericardial valve are: 1. Leaflet tissue calcification, particularly for patients with end-stage renal disease requiring dialysis (can cause early bioprosthetic leaflet calcification); 2. Host fibrous (pannus) tissue overgrowth; and/or 3. Infection (such as endocarditis) or non- infectious vegetation developed on the bioprosthetic leaflets. In this case, minimal information regarding the condition of the device has been received; therefore, the root cause for the stenosis remains indeterminable. Information regarding the patient condition suggests possible contributing factors as prior avr due to stenosis, chf, and renal disease. However, without examining the valve and some other test results such as echocardiography, it is not possible to assess the nature of this stenotic aortic bioprosthetic valve. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards has learned of a failing 25mm model 2800 aortic pericardial valve due to stenosis and regurgitation. The valve-in-valve intervention was scheduled after the patient case was presented. This is a gentleman who is (B)(6). He is a redo avr, with chronic renal insufficiency and aortic insufficiency. He was deemed an excellent candidate for a valve-in-valve transcatheter valve procedure. He is an extreme risk for redo surgical aortic valve replacement given his age and his chronic renal insufficiency. Medical history includes CABG x1, chf, ckd, bph. His ef is 57% with a mean gradient of 6mmhg and nyha class iii. Procedure is pending.